Event description:
It was reported that during the attempted implant of this lead, the physician damaged the lead. The physician decided to finish the procedure with another lead this lead is not expected to return. No additional adverse patient effects were reported.